Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, upon sensor removal, the patient alleged that the sensor wire had broken from the sensor pod and remained in the skin. He attempted to remove the wire with a needle and managed to pull out just a tiny piece, while parts of the sensor wire might still be lodged. He felt pain at the location, but he did not try to extract the leftover pieces and simply disinfected the area with alcohol and used an unspecified otc ointment. On (B)(6) 2025, he experienced swelling at the location that led him to visit the emergency department (ed). In the ed, he had an x-ray that showed no signs of the sensor wire being retained beneath the skin. The attending physician informed him that the swelling might have obstructed the x-ray from identifying the wire, and he was given a seven-day prescription for an unspecified oral antibiotic to treat his symptoms before being discharged home. A week later, on (B)(6) 2025, the patient went back to the ed because of ongoing swelling at the sensor insertion site. No further tests were conducted, but he was given a new seven-day prescription of unspecified oral antibiotics before being discharged home. On (B)(6) 2025 and (B)(6) 2025, tech support contacted the patient to check on the condition, and the patient reported slight swelling at the insertion site but indicated significant improvement and feeling well ¿overall.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.